Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was believed that the 22 mm amplatzer amulet occluder embolized due to a very high ridge of the left atrial appendage that caused a disc of the occluder to pull on the lobe. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet occluder was selected for procedure. The dimension of the left atrial appendage were as follows, minimum landing zone width = 16.8mm, maximum landing zone width = 20.5mm, average landing zone width = 18.8mm and 8mm from the ostium. It was noted that the occluder was partially recaptured once during procedure due to being in an unsatisfactory position upon the first deployment. It was noted during procedure via transesophageal echocardiogram, that the occluder embolized immediately after being released. The decision was made to attempt percutaneous removal/explant of the 22mm amplatzer amulet occluder, but attempts were unsuccessful. The patient was then taken to surgery to have the occluder removed. Thereafter, the patient was sent to intensive care unit. The patient remained hemodynamically stable throughout the implant procedure. The patient had no clinical signs or symptoms during or after this event. The 22mm amplatzer amulet occluder had been sized using computed tomography and transesophageal echocardiogram imaging. The patient was stable and doing well at the time of report, but was hospitalized due to the event. It's believed that the 22mm amplatzer amulet occluder embolized due to a very high ridge of the left atrial appendage that caused a disc of the occluder to pull on the lobe.